Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the partners 3 trial, during a valve in valve case, placing a 26mm sapien s3 in a failing 29mm freestyle root with a true ID of 27mm, the delivery system balloon ruptured at full deployment. Inspection of delivery system showed a focal rupture at the center.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the delivery system was still inserted through the sheath. A radial and longitudinal burst was confirmed. The inflation balloon does not appear to be missing any pieces. No relevant functional testing was able to be performed due to the condition of the returned device. Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification, as a thin wall could contribute to the observed burst and could be indicative of a manufacturing non-conformance. The measurements that were taken met the single wall thickness specifications. The complaint for balloon burst was confirmed based on visual inspection of the device. A review of manufacturing mitigations, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, available information indicates patient factors (calcification) may have contributed to the event. Based upon the reported severe calcification present in the aortic root and the mild calcification in the annulus and leaflets, it is suspected that the failure mode is likely due to the calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.